Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the third stapling in the upper body of the stomach during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green buttons and squeeze the handles but the 2 staplers did not fire. They replaced the stapler to complete the case. There was no patient injury.